Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was reset to resolve the issue. Additionally, it was reported that the wake button was not working. Customer applied more force to the button to resolve the issue. Reportedly, customer continued to use the pump for insulin delivery. Customer's blood glucose level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.